Manufacturer narrative:
The partial lead was returned in segments, analyzed, and the distal conductor of the lead developed a fracture due to flexing while in vivo. Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a lead impedance out of range alert. Analysis of the device memory indicated a lead noise alert. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was rising. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the a lead integrity alert (lia) triggered for the right ventricular (rv) lead. The lead exhibited high thresholds, no capture, high impedance, noise, elevated sensing integrity counter (sic), non-sustained ventricular tachycardia, high v-rate events, and was possibly fractured. The lead was turned off and was later explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.